Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(4) 2003. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2011 and (B)(6) 2013. The modular head and acetabular cup were removed and replaced on (B)(6) 2011. The modular head, acetabular cup and liner were removed and replaced on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-04214 / -04217).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2011 and (B)(6) 2013. The modular head and acetabular cup were removed and replaced on (B)(6) 2011. The modular head, acetabular cup and liner were removed and replaced on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised (B)(6) 2011 due to suspected metallosis. Op report notes the presence of black fluid, muscle necrosis, synovitis, granulomatous lesions, posterior wall defect, and a damaged trochanter. Additional information received reports patient was underwent a second right hip revision on (B)(6) 2013. Revision op report notes loose acetabular component, bone loss, and medial defect.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2011 and (B)(6) 2013. The modular head and acetabular cup were removed and replaced on (B)(6) 2011. The modular head, acetabular cup and liner were removed and replaced on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised (B)(6) 2011 due to suspected metallosis. Op report notes the presence of black fluid, muscle necrosis, synovitis, granulomatous lesions, posterior wall defect, and a damaged trochanter.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-04214 / 04215 & 04217).